Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3 of 4 was confirmed and cause is due to use error. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 5 on the home choice (hc) . The technical service representative (tsr) instructed the home patient (hp) to close all the clamps and transfer set, cycled the power off and on twice to the press go to start prompt. The tsr explained the alarms and the hp stated he left a spare supply line clamp open causing the 2240 alarm. The tsr advised to discard all supplies and to report alarms to the peritoneal dialysis nurse (pdrn) next morning. The hp would finish that nights therapy manually. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding system error 2240 alarm. Per the pd rn, the home patient (hp) had not let her know about the alarm. Ps explained the alarm and that the clamp had been left open on the supply line. The pd rn stated the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.